Event description:
Customer's daughter reported customer was not able to test her blood glucose due to errc 7 message which appeared on their precision xtra meter. Customer's daughter reported customer was feeling extremely tired, hot, disoriented and nervous. Paramedics were called and treated customer with unknown oral and IV medications. There is no report on diagnosis; an investigation into the details of this event is in process.

Manufacturer narrative:
The meter has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.